Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 5 months after two dental implants were installed in intraoral regions #9 and #11 it was verified their non-osseointegration. Twenty ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/ quantity (bone type IV) and fenestration has occurred during surgery.